Event description:
It was reported that foley catheter deflated and fell out of patient and it was used on the patient and there was no impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter deflated and fell out of patient and it was used on the patient and there was no impact. Per sample form received on 30may2024, it was reported that the nurse placed a foley catheter in patient, procedure went as expected, 10cc bulb inflated and foley catheter was in place, patient got up, got back to bed and foley catheter was found in the bed, as if the 10cc balloon bulb had deflated or leaked out, the bulb was intact but deflated, inpatient and physician were notified, they evaluated the balloon bulb and it was intact as mentioned, they also reinflated the balloon out of patient and it did not leak, but then they inflated the balloon and left it and it also slowly leaked out and lost the fluid in it. It was noted that this had happened a few weeks prior to this event with another patient and another nurse inserting a foley catheter. The foley catheter was placed in a biohazard bag.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. (Fig. 2). 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3). 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4). 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.